Event description:
Customer reported that the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and saw significant moisture damage. Ge rep reseated pcbs, and adjusted the 5v power supply. System operates as intended.